Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003 - pt underwent repair of incarcerated ventral hernia with composix mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. There is no indication in the medical records provided that a device failure occurred. The pt underwent repair of an incarcerated ventral hernia; the medical records provided indicate that the procedure was without complication. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or evaluation is obtained, a follow up MDR will be submitted.